Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Without the device returned for analysis, a conclusive cause for the reported difficulties cannot be determined; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices sheath using the pre-close technique via a 10f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the tavi procedure was completed. The two proglide knots failed to be advanced to the arterial wall. The suture felt tough and thick. Two more proglide devices were used with the same result. The vessel was incised; hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.